Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the fse discovered that the tubing from the buffer bottle to the degasser was kinked. The fse trimmed and reseated the tubing. The fse then calibrated the instrument and ran quality controls, all of which were within range. The cause of the discordant sodium results was a malfunction of the tubing. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
Discordant sodium results were obtained on patient samples on an advia 1800 instrument. The discordant results were reported to the physician(s). The samples were rerun on an alternate instrument and the rerun results were reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium results.